Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of an unexpected restart alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that every time he replaces the battery and resets the time, the unexpected alarm happens. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The customer stated the alarm occurred shortly after inserting a new battery. The customer was advised to monitor the pump and continue to wear it until the replacement arrives. The customer will be sent a replacement pump. The customer declined the replacement pump.